Event description:
Failure of freestyle libre 2 sensors within less than 24 hours after placing & activating. This has happened 3 times within the last month: (B)(6) 2022. While freestyle (abbott) replaces failed sensors, my concern is that it forces the use of fingersticks to monitor glucose and makes me wonder about the quality of the product and quality control checks of their product. Also questions re: their knowledge of failed sensors and why customers can't be notified of bad lots or whatever the issue might be. Each of the affected sensors has been returned, per request, to freestyle. The following are the serial numbers from each of the failed sensors: (B)(4) (activated (B)(6) 2022, failed (B)(6) 2022). FDA safety report ID # (B)(4).